Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the second pin of the cassette after ending their pd treatment. The leak occurred during drain 1 of 4 of treatment and the treatment was cancelled. There were no alarms reported. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to set up the daytime exchange and to bypass fill 2 of 4. Upon follow up, the peritoneal dialysis nurse (pdrn) stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A functional test was performed to the sample and no issues were found, the sample was found acceptable. During testing and visual inspection, no leaks or issues were detected, and the testing was completed successfully. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved met specifications.